Event description:
It was reported that during the implant ot a cardiac resynchronization therapy defibrillator (crt-0), the competitor left ventricular (lv) lead could not be tightened into the device header after multiple attempts. The physician noted that the lead was too small for the device header. The lv lead was capped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).